Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13991n needle (no batch indicator present) was received for investigation. Visual inspection identified that the nitinol at the distal tip of the needle had fractured and was noticeably bent at the breakage site. The fragments generated during this event were not returned for investigation. The width of the nitinol at the distal tip was assessed and found to fall within design specification. The observed condition is most likely the result of by passing the needle through challenging tissue (thick or calcified) or by hitting bone.

Manufacturer narrative:
The device was received but has not yet been evaluated. Once evaluated, a supplemental report will be submitted. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder procedure the tip of the ar-1399n1 scorpion needle, broke off as the surgeon was repairing the rotator cuff. The needle was not retrieved, the surgeon was unable to locate the broken piece. The case was completed using a second ar-1399n1.